Event description:
Reference number (B)(4). Event occurred in sweden, it was reported that the patient faced an event of leakage at quick release of infusion set. Details of what led up to event were unknown. The set had been in use for 2 days. There was no stress or pull on the infusion set tubing. Patient stated that location of the leak was quick release and the quick release was tightly connected. The patient was not using a quickset infusion set. Patient stated that the quick release needle was intact. There were no visible damages. Patient was instructed to return and replace the infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.